Manufacturer narrative:
On 05/27/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. The medtronic representative performed the navigation system evaluation and found the system to be very accurate. Issue resolved. On 06/08/2016 a medtronic representative, following-up at the site, reported the site stated that they completed a tumor resection. Patient was scanned at a later date and they saw more of the tumor. The surgeon deemed that they removed all of the tumor while watching on navigation and navigating to the borders. Surgery was not delayed, however, the patient is being brought back to re-do the resection. Also, a lead nurse reported the patient was not brought back in to re-do the procedure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon alleged a 3-5 millimeter inaccuracy. No further details regarding this issue, direction of the alleged inaccuracy or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy.

Manufacturer narrative:
A software investigation was completed but was unable to determine probable cause without further information. Suspect bad tracer pattern and/or brain movement. The medtronic representative spoke with the site and neuro charge nurse regarding proper tracer registration technique. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.